Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the remote home monitoring communciator emitted a red blinking light indicating a potential product performance issue with this cardiac resynchronization therapy defibrillator (crt-d). A boston scientific company representative assisted the patient with completing a remote interrogation and referred the patient to their physician for follow up. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the remote interrogation data was reviewed and noted no device anomalies or problems.